Manufacturer narrative:
Additional information received: it was reported that the valiant navion stent graft vnmf4040c183te was completely displaced from the proximal sealing zone and was floating in the aneurysm. The valiant navion stent graft vnmc4040c103te was implanted to recover the proximal sealing zone. There was no endoleak noted at the end of the procedure. The valiant navion stent graft vnmc4646c218te was implanted distally to complete the procedure-there is no complaint against this device. It was reported that it was thought that the delivery system tip may have caught on one of the first 2/3 covered stents of the stent graft when removing the delivery system (not on the freeflow stents). It was confirmed the device the physician was referring to with regard to encountering the same problem with removal was device vnmc4040c103te. Film evaluation summary: the exact cause of the reported inaccurate placement of the proximal stent grafts occurring during removal of the delivery system and leading to the reported proximal type I endoleak, could not be determined from the pre-implant films provided. Images during implant were not available for return and the reported events could not be evaluated. Post-implant CT¿s were also not provided and assessment of the stent graft in-vivo configuration could not be performed. It is possible that these events were primarily anatomy related; the acutely angulated thoracic arch and relatively short length proximal seal length may have contributed to the events. The events may have been caused by a procedural or user issue; it is possible that the devices may have been pulled down by the tip catching on the stent(s) or stent graft fabric. A device issue cannot be ruled out as a potential cause. However, the delivery systems were discarded and a product investigation could not be performed. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft system was implanted for the endovascular treatment of a 83mm thoracic aneurysm on (B)(6) 2019. This was noted to be the first step of a bridge procedure that will include tevar + fevar in a patient with gothic arch. It was reported during the index procedure, after the first navion stent (vnmf4040c183te) was deployed successfully when the physician was retrieving the sds tip the graft jumped down (more or less 5 cm) inside the aneurysm, causing a type ia endoleak. The physician placed an additional navion graft (vnmc4646c218te) proximally however the same problem was again encountered. The physician removed the stiffwire and rotated the sds to remove the system without any displacement and the procedure was concluded with a distal graft as planned. Per the physician the cause of the event is undetermined. No additional clinical sequelae were reported and the patient is fine.\ *additional information received 18-jun-2019: it was reported that the valiant navion stent graft vnmf4040c183te was completely displaced from the proximal sealing zone and was floating in the aneurysm. The valiant navion stent graft vnmc4040c103te was implanted to recover the proximal sealing zone. There was no endoleak noted at the end of the procedure. The valiant navion stent graft vnmc4646c218te was implanted distally to complete the procedure-there is no complaint against this device. **additional information received 20-jun-2019: it was reported that it was thought that the delivery system tip may have caught on one of the first 2/3 covered stents of the stent graft when removing the delivery system (not on the freeflow stents). It was confirmed the device the physician was referring to with regard to encountering the same problem with removal was device vnmc4040c103te.

Manufacturer narrative:
Updated post completion of investigation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft system was implanted for the endovascular treatment of a 83mm thoracic aneurysm. This was noted to be the first step of a bridge procedure that will include tevar + fevar in a patient with gothic arch. It was reported during the index procedure, after the first navion stent (vnmf4040c183te) was deployed successfully when the physician was retrieving the sds tip the graft jumped down (more or less 5 cm) inside the aneurysm, causing a type ia endoleak. The physician placed an additional navion graft (vnmc4646c218te) proximally however the same problem was again encountered. The physician removed the stiffwire and rotated the sds to remove the system without any displacement and the procedure was concluded with a distal graft as planned. Per the physician the cause of the event is undetermined. No additional clinical sequelae were reported and the patient is fine.